Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. The display was allegedly cracked. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: during investigation, the display lens was found to be cracked. The pump powered on with the display remaining blank. The pump was opened and the eeprom was found to be cracked. Unable to perform download due to eeprom damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.